Manufacturer narrative:
A sample was received and is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the probe cutter would not cut but was aspirating during a vitrectomy procedure. The issue was resolved by replacing the probe cutter with another. The procedure was completed. There was no pt harm.